Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported self test failed and had alarm again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump error 63 alarm confirmed in the device history due to isolated to the electronic assembly.